Event description:
Per-q-cath size 2french catheter inserted for antibiotic treatment of meningitis via home care. Pt admitted for catheter removal. When removed, 10" of catheter had broken off. Pt sent to x-ray for chest x-ray, for fluoroscopy, for CT, and then for echocardiogram. Catheter piece not found.